Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to synovitis and tibial tray loosening at the cement to implant interface. The surgeon noticed a medial tibial plateau occult stress fracture after removal of the tibial tray and completing a proximal clean-up cut. The fracture was non-displaced and treated by open reduction and internal fixation. The fracture will be captured on this pc as it is unclear if the fracture occurred pre-revision or intra-operative during the revision. The patella component was not revised. Competitor cement was used during the primary operation. Competitor implants were implanted during the revision operation. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.